Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The blood glucose level of the customer was 36 mg/dl at the time of the incident and customer¿s current blood glucose level was 36 mg/dl. The customer was treated with the hard candy. The customer¿s blood glucose level raised to 53 mg/dl after 15 minutes and then went to 96 mg/dl. The customer declined troubleshooting for low blood glucose level. The sensor will be returned and insulin pump will not be returned for the analysis.